Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to an increased in the pacing thresholds. The device was reprogramed and the lead remains in service. No adverse patient effects were reported.